Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 47 was recorded at 03:18:04 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 03:03:04 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 44 to 47 mg/dl were recorded at 7:43:04 pm to 7:53:04 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 7:43:04 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose: time: 6:22:57 pm date: (B)(6) 2020 iob: 0. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.